Manufacturer narrative:
Concomitant medical products: metasul® ldh®, head, 52, code r, taper 18/20, item#01.00181.520, lot #unknown. Press fit stem, item#unknown, lot#unknown. Therapy date: unknown. The case is related to the following medwatch reports :0009613350 -2018 -00495, 0001822565 -2018-01950. As this patient is a bilateral patient - the case at hand is for the left side, the case is also related to the following medwatch reports for the other side:0009613350-2018-00489, 0009613350-2018-00490, 0001822565-2018-01952. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive the device for investigation. Currently, the device is in vivo. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient is scheduled for a revision surgery around 9 years and 4 months post implantation due to elevated metal ions and pain.

Manufacturer narrative:
Additional device information: unique identifier (UDI)#: n/a. Concomitant medical products and therapy date: detail of product. Item#: unknown. Item name: press fit stem. Lot#: unknown. This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: common device name, if follow-up, what type. Correction: date of report, brand name, concomitant medical products, PMA/510k. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).